Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable and wall adapter with working wall outlet, and pump did not show any low power or shutdown alarms or power source alerts. There was no reported impact to the customer¿s blood glucose level. Customer confirmed pump did not begin charging after staying connected for at least 30 minutes, so technical support arranged shipment of replacement charging cable and wall adapter with two-day delivery, and customer was advised to rely on multiple daily injections if pump battery depleted before replacement supplies were received.